Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported one patient sample with an initial free psa result of 0.017 ng/ml and total psa result of 0.76 ng/ml run from an aliquot were reported out. The physician questioned the results based on previous results for this patient. The sample was repeated twice on (B) (6) 2010 giving 1.04 and 1.02 ng/ml results for free psa and 6.53 and 6.47 ng/ml results for total psa respectively. A different sample drawn the same time as the original sample was tested giving 0.938 ng/ml result for free psa and 6.17 ng/ml result for total psa. The patient was not treated or adversely affected by the discrepancy in results. Sample type is lithium heparin. Reagent lot numbers: free psa # 15571001. Total psa # 15391004. The field service representative was unable to determine a cause. He thoroughly checked instrument. Customer ran calibration, controls and a precision run to verify analyzer performance.